Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that four years six months post port placement, the catheter was allegedly found to be broken. There was no reported patient injury.

Event description:
It was reported that four years six months post port placement, the catheter was allegedly found to be broken. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Gross, microscopic evaluation and functional testing were performed. The surface was noted to be granular and the edges of the complete circumferential break were noted to be uneven. The investigation is confirmed for the reported fracture issue as a complete circumferential break was noted on the distal end of the attached catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.